Event description:
It was reported that the patient experienced a low glucose event while using the ilet, with glucose measured at 73 mg/dl; the patient took oral glucose tablets, glucose briefly rose to 82 mg/dl, and subsequent basal insulin delivery was perceived to contribute to a return to 73 mg/dl. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included transient low glucose for approximately 20 minutes, self-managed with oral glucose, without ketone testing, medical intervention, or hospitalization. Investigation included complaint intake, user education on the dosing algorithm, and troubleshooting regarding insulin suspension during emerging hypoglycemia. Investigation of this case revealed no device malfunction reported and that the event was consistent with hypoglycemia of unclear cause, with user-perceived basal insulin contributing to the low. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.